Event description:
Customer reported that "the green connector detaches very easily from the plastic sleeve when the pacing catheter is moved causing that the device become unsterile."

Manufacturer narrative:
(B)(4). The customer returned one cath-gard for evaluation. No definite signs-of-use were observed. Visual analysis revealed the cath-gard sleeve was separated from the hub of the connector. The sleeve is supposed to be attached to the connector with an o-ring. The components had no defects or anomalies. The o-ring was found to be intact and remained positioned on the sleeve. The inner diameter of the o-ring measured 7.77mm, which is within the specifications of 7.50mm-7.80mm per the o-ring graphic. The outer diameter of the hub connector (where the o-ring is positioned) measured .2750", which is within the specifications of .270"-.280" per the cap adapter graphic. The sleeve was reattached to the connector using the o-ring and remained secure but could be detached by pulling firmly on the sleeve. The customer reported that the sleeve detached from the cath-gard connector when the catheter is moved. A device history record review was performed with no relevant findings. The IFU provided with the kit informs the user, "insert tip of desired catheter through proximal end of catheter contamination shield. Advance catheter through tubing and hub at other end". The IFU also states, "slide entire catheter contamination shield to proximal end of catheter." The report of a sterility issue was confirmed by visual and functional examination of the returned sample. Visual analysis revealed that the cath-gard sleeve was separated from the hub of the connector, but the o-ring was intact and still remained positioned on the sleeve. Both the o-ring and hub connector met relevant dimensional requirements. In addition, during functional testing, the sleeve was reattached to the connector and remained secure and could only be detached by pulling firmly on the sleeve. The customer reported that the sleeve detached from the cath-gard connector when the catheter is moved. It appears that the sleeve became separated because of excess force used while adjusting the catheter. Based on this information, unintentional use error caused or contributed to this issue. Teleflex will continue to monitor and trend for results of this complaint issue.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
Customer reported that "the green connector detaches very easily from the plastic sleeve when the pacing catheter is moved causing that the device become unsterile."